Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (500 mg/dl at its highest) and boluses via the pump were delivered to address the bg level. The cause of the high bg was not known. As high bg had occurred in the past, tandem technical support advised the customer to discuss the past events with a healthcare provider.